Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
On receipt of the device the history and memory logs were downloaded and are attached to this report. The sam 300p passed ¿out qat from heartsine technologies on the 30th september 2013.the history log for this device showed that the pad-pak was first installed on the (B)(6) 2013 and that it had performed all weekly auto self-tests up to and including the last log entry prior to receipt at heartsine on the (B)(6) 2017. During this time information from the history log shows an increase in voltage which suggests a further pad-pak was installed. Devices returned for switching on automatically normally have symptoms including an excess current drain and multiple manual power ups, mainly of ten-minute duration recorded in the device history log. The device current drain was verified during the investigation and there were no 10 minute manual power ons recorded in the history log. However, the device records 10 manual power ons, all of under one minute duration between the (B)(6) 2017 and the (B)(6) 2017. These manual power ons may indicate the user was regularly power cycling the device, or, the beginnings of a membrane failure. The device performed to specification throughout testing at heartsine. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. Additional stress testing was carried out at 50°c 95%rh for 5 days while performing a self-test every 20 minutes this combined testing equates to approximately 9.5 years of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 350p.

Event description:
Device switching on automatically. No patient involved.